Manufacturer narrative:
Block b3: exact date unknown, event occurred since implant prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7085522. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7085573. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.